Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The target lesion was located in the heavy calcified and severe tortuosity right coronary artery (rca). The lesion was concentric and was 10mm long with a reference vessel diameter of 3.0mm. The vessel was initially wired with a non-bsc guide wire. The lesion was pre-dilated with an apex 2.5x12mm balloon catheter. Unsuccessful attempts were made to cross the lesion with a 3.0 x20mm ion stent delivery system and then a 3.0 x12mm ion stent delivery system. After several more pre-dilatations with a 3.0 x12mm nc quantum apex balloon catheter, they successfully crossed the lesion with the 3.0 x12mm ion stent delivery system and the lesion was successfully stented. The decision was made to place the 3.0 x20mm ion stent proximal to the 3.0x12mm ion. Upon review of the stent prior to entering the body, it was discovered that the stent had become flared on the proximal end. It is unknown what caused the flaring of the stent. A second 3.0 x 12mm ion stent delivery system was selected and the lesion was successfully stented. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).